Manufacturer narrative:
H6: investigation summary: this complaint is for contaminated tubes of phoenix ast broth (246003) batch 0324790. The customer provided photos but, no returns for investigation. The photos showed tubes of ast broth with biological contamination in the tube. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified for this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h10.

Event description:
It was reported that during use with bd phoenix¿ ast broth the broth showed fungal contamination. There was no patient impact. The following information was provided by the initial reporter: ast broth was showing fungal elements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd phoenix¿ ast broth the broth showed fungal contamination. There was no patient impact. The following information was provided by the initial reporter: ast broth was showing fungal elements.